Event description:
Caller states the pt received a result of 3.2 inr on the coaguchek system while a comparison lab returned as 2.4 inr. Caller states this was part of a study. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.